Manufacturer narrative:
An event regarding revision surgery involving a trident liner was reported. The event was confirmed based on revision implant sheets. Device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: not performed as no medical information was provided. Review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Review indicated there have been no other similar events for the reported lot. The exact cause of the revision surgery could not be determined because insufficient information was provided. Additional information, such as product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right hip was revised. A liner exchange was performed.

Manufacturer narrative:
Review of the device history records indicate that the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient's right hip was revised. A liner exchange was performed.